Manufacturer narrative:
Additional information added to b5. Section e updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited intermittent loss of capture and a high capture threshold. Technical services (ts) reviewed and confirmed impedance and sensing were relatively stable. Also, there was no noise in the presenting electrogram (egm). Ts found the threshold test was unable to measure threshold due to being too high. The field representative tested the threshold the day of call and confirmed there was a loss of capture. Ts suspected that there was a patient-related change and discussed the rv lead may need to be replaced. Ts also discussed there were no programming options because anti-tachycardia pacing (atp) output was already programmed high. This ICD remains in service. No adverse patient effects were reported. Additional information was received. The cause of event was not confirmed but was suspected to be a patient related change. It was noted all lead parameters were within range. The output was increased to be above threshold, and the lead would continue to be monitored.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited intermittent loss of capture and a high capture threshold. Technical services (ts) reviewed and confirmed impedance and sensing were relatively stable. Also, there was no noise in the presenting electrogram (egm). Ts found the threshold test was unable to measure threshold due to being too high. The field representative tested the threshold the day of call and confirmed there was a loss of capture. Ts suspected that there was a patient-related change and discussed the rv lead may need to be replaced. Ts also discussed there were no programming options because anti-tachycardia pacing (atp) output was already programmed high. This ICD remains in service. No adverse patient effects were reported.